Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on june 03, 2021. Customer stated insulin pump failed in its delivery of insulin to her, resulting in hyperglycemia. The customer was using minimed 670g series insulin pump. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: medtronic legal received a legal filing/report where the customer reported that they were hospitalized on (B)(6) 2020 in the morning due to hyperglycemia and diabetic ketoacidosis (dka). User stated they had woken up not feeling well, were shaking, had nausea and vomited, user checked blood glucose and it was over 600 mg/dl. User waited until 8:00am when their endocrinologist¿s office opened up and called them, user told the nurse how they were feeling, nurse informed the doctor and then the nurse called back letting the user know to go straight to the emergency room. Spouse drove user to the hospital. At the hospital a triage nurse assisted the customer in a wheelchair and that was the last thing the user remembered. User woke up in the intensive care unit and was told they went into dka with a bg of over 900 mg/dl, cardiogenic shock, cardiac arrest, needed cardiopulmonary resuscitation, suffered 13 broken ribs, a punctured lung, and possible heart failure. The customer alleged under delivery on (B)(6) 2020 at 6:30am due to no delivery of insulin, pump was not working. Customer stated they saw no issue with the retainer ring. Customer stated they contacted medtronic on may 5, 2020 mid-day and explained to the representative that their [bg] was very high. Representative instructed user to look for leaks (none) and it appeared the pump was delivering insulin; because it showed active insulin, user was told to replace the infusion set and to reuse the reservoir, which user did. User injected 10 units of humalog as a correction. Representative told user how to enter the correction into the insulin pump and to monitor it. At dinner user's blood glucose was a normal at 137 mg/dl. Auto mode was in use. The insulin pump is not expected to return.